Event description:
Customer reported that the jp drain was lodged in the leg, as it was attempted to be removed. It was surgically removed. No further information was provided.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.